Event description:
The customer stated that a (B)(6) prism hcv result of 0.40 s/co was generated. The patient has a history of a (B)(6) hcv result in 2010 on the axsym analyzer. The patient was also tested using other analyzers (architect) generating negative results of 0.66 ((B)(6) 2015), retested: 0.62 ((B)(6) 2015), 0.61 ((B)(6) 2015), and 0.57 ((b)6) 2015). The sample was also processed on two additional architect analyzers at another laboratory and results of 0.30 and 0.35 s/co were generated on one analyzer and 0.64 s/co on the other analyzer. An immunoblot was run (innolia hcv score) and was positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). Evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 45613li00. The testing met the acceptance requirements which indicated that the lot is performing as expected. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism hcv reagent list number 06a52, lot 45613li00, was not identified.

Manufacturer narrative:
On july 7, 2015 it was identified that: the incorrect manufacturing location was documented in this manufacturer report. A new manufacturer report (number 1415939-2015-00023) has been submitted and all information will be documented under that MDR number.